Manufacturer narrative:
.

Event description:
The pt reported their pump was explanted approximately 5 years ago, due to systemic complications. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.